Event description:
The following has been reported: 2/4/24 brock pump s/n: (B)(6); "keeps saying the tubing sets do not have secondary port and will not allow programming." No patient harm; not infusing. Alert cleared. An initial review of the device logs reveals the following: sensor hardware failure (set ID sensor). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint could not be confirmed. The pump was returned for secondary port not working on set ID. Device passed final acceptance testing without issue including secondary infusion. Testing cassette was removed and re seated several times and pump behaved normally and recognized the cassette. Device was then set to do a secondary infusion for ~1 hr again without issue. A visual inspection of the set ID revealed no signs of damage, ingress, or other anomaly. Functional testing of the front housing was also done and passed.